Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Conclusion: the complaint is not confirmed. The product was not returned for analysis therefore root cause could not be determined. Review of customer communication indicates the possibility of a pressure build up resulting in the rupture of the 3/8 tubing connection on the header boot. Without the oxygenator it is impossible to determine root cause however, it is suspected the user may have experienced a protein build up or cryoprecipitate which caused a flow restriction within device. (B)(4).

Event description:
Medtronic received information that during the use of this oxygenator the patient was weaned off pump successfully. The surgeon requested the patient go back on pump. At that time the volume in the reservoir increased suddenly and volume could not be replaced by pumping. The roller pump started making a noise and the tubing became disconnected at a connector site post roller pump and before the blood enters the oxygenator. The user tried to attach the tubing back together however was unable to circulate the blood. The patient suffered from hypotension due to hypovolemic shock and subsequently died. It was reported this was a tetralogy of fallot repair. The reported act was never less than 450.